Event description:
An adverse skin reaction was reported during wear of an adc freestyle libre sensor. Customer experienced itching at the sensor site and had contact with a healthcare professional via email or phone and was prescribed scheriderm (corticosteroid/antimicrobial/antibiotic) cream for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. The serial number as reported by the customer (B)(4) was found to have been rejected and scrapped during the manufacturing process. This particular serial number never completed the manufacturing process and was never distributed. It is not possible that the reported serial number could have been processed to a finished kit and shipped to a customer. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that free style libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues.customer reported sensor serial number (B)(4), however it has been determined that this is an invalid sensor serial number, therefore sensor serial number has been updated to ¿unknown¿ in section d-4.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported during wear of an adc freestyle libre sensor. Customer experienced itching at the sensor site and had contact with a healthcare professional via email or phone and was prescribed scheriderm (corticosteroid/antimicrobial/antibiotic) cream for treatment. There was no report of death or permanent injury associated with this event.